Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the non tortuous and moderately calcified left anterior descending artery. The 3.00mm x 32mm promus element plus stent was advanced and implanted to the target lesion however a mid stent deformation was noted. Then a 4mm nc quantum balloon catheter was advanced for post dilation of the stent however it was noted upon intravascular ultrasound that a tissue was protruding through the stent struts and there was stent bunching but with no tissue damage. The physician thought that the lesion was adequately covered by the stent thus the procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).